Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a "check" button that was malfunctioning. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a "check" button that was malfunctioning. The rse noted that the issue may be caused from a cable that connects the user interface assembly to the switch board may not be secured. The customer was provided with a quote for onsite service. Insufficient information is available to determine the resolution of the event. The customer was provided with a quote to have the device repaired; however, the quote was cancelled, and the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.